Manufacturer narrative:
(B)(4). The lot was manufactured from may 11, 2015 ¿ may 13, 2015. One unit was received for analysis. Visual inspection noted a white particle, approximately 1.92 mm in length, floating in the fluid of the bladder. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle a small volume intermate. The particulate matter was identified after the device was compounded with an unspecified amount of daptomycin. There was no patient involvement. No additional information is available.